Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted in resetting it, and advised the customer to call back if the malfunction code recurred. The customer understood and acknowledged these instructions.